Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was implanted on (B)(6) 2021. Results of any further diagnostics/troubleshooting performed related to the repeated motor stalls and patient's symptoms or pain and tachycardia included interrogation and single bolus to restart the pump but this did not help so the pump was replaced. The patient was 77 years old at the time of the event. It was indicated that there was no further new information regarding the cause for the repeated motor stalls and patient's symptoms or pain and tachycardia. Replacement of the pump resolved the event. The pump was being returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign consumer and a health care provider (for, con, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 20,0 mg/ml at 6,988 mg/day via an implantable pump. It was reported that there was a patient who had a synchromed ii pump since 2021. Recently, the pump started having random motor stalls, without a clear cause. According to the patient, there had been no exposure to strong electromagnetic interaction (emi) and/or to a magnetic field recently. The pump was filled with morphine 400 ug/ml. From the logs; it appeared that the pump was currently in motor stall since may 9th (18:52 hours). Yesterday (may 11th at 18:52 hours), the pump exceeded the 48 hours in motor stall. The pump was interrogated today, and the motor stall had not yet resolved. The rep also stated that the patient was starting to experience some symptoms including recurring pain and they were showing signs of tachycardia. The rep stated that it looked like the pump would be replaced this afternoon (2025-may-12) and the hcp would like to have the pump analyzed. The rep stated that they couldn¿t identify any detectable magnetic fields; the patient was elderly and had not been working for quite some time. The rep asked if she could set the pump to the minimum rate after explantation and silence the alarms. The rep stated that communication/interrogation with the pump was possible today; otherwise, she wouldn't have been able to read the logs. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient's gender was male. The patient's age was unknown but was elderly and retired. The implant date of the pump was asked but was unknown. The explant date was (B)(6) 2025. The hcp's full name and facility address associated with the device was provided. It was further stated that no new information was received regarding the cause of the repeated motor stalls and patient's symptoms. The replacement pump resolved the motor stalls and patient's symptoms.

Manufacturer narrative:
H3: (B)(4) pump: destructive analysis identified the internal pump tube was binding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.